Event description:
It was reported to philips that the device had an internal memory card inop message during patient use, therefore a patient event was not stored. Additional information received from the customer indicates that the device cycled power with the internal memory card inop message. There was no negative patient impact. A second defibrillator was used to treat the patient.